Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 02-may-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a "manufacture" representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp removed the right side lead. "No impedance." Patient did not experience any bladder symptom relief so a lead on the left side was implanted. No further patient complications have been reported as a result of this event. Additional information was received from a manufacturer representative. It was reported that the lack of symptom relief was not determined and that there was no known device or impedance issue ¿ the impedance test showed there was no impedance. It was unclear whether there was an impedance issue. The physician decided to place a new lead to appease the patient. No further complications were reported/anticipated.